Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: can you identify the lot number of the product that was used? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic to open myomectomy procedure under general anesthesia on (B)(6) 2024 and suture was used. The patient underwent surgery at 12:42. During the surgery, the doctor sutured the uterine muscle layer of the patient, but the needle tip broke into two parts. The broken needle tip and tail were immediately found, compared and confirmed to be intact, and placed in the curved disc. The nurse immediately replaced it, and the instruments were checked and the abdomen was closed smoothly during the operation. No adverse patient consequences were reported. Additional information was requested